Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(6).

Event description:
Caller reported blood glucose results of 25 mg/dl on active system 1, 96 mg/dl on active system 2 within 10 minutes. Patient says he used the same vial of tests strips for both tests. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.